Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Upon interrogation, it was noted that 11 episodes of right ventricular oversensing was observed which was due to turning on the breaker panel at home. Review of egm¿s indicated that oversensing occurred from a distance and hence no programming changes were made to resolve the issue and the device remains implanted. The lead measurements were normal and impedance remained stable. The patient was stable and will continue to be monitored.